Event description:
It was reported that the user disconnected from the pump and did not use any backup therapy or revert to alternative treatment after the ilet was shut off or stopped working, with no alerts or alarms reported and troubleshooting and education completed. Symptoms included no reported adverse clinical effects. Outcomes included no reported clinical impact such as hospitalization or medical intervention. Investigation included a review of the event details and user education regarding appropriate backup therapy when the device is not delivering insulin. Investigation of this case revealed user management of therapy was inadequate after pump disconnection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user handling contributed to the event.